Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified the patient's generator was replaced and stimulation therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system patient controller (pc) had been displaying the "replace generator. The generator has reached the end of its service" message. The abbott representative met with the patient and confirmed the patient's scs ipg battery was depleted. Surgical intervention would be necessary to replace the patient's scs ipg.